Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
It was reported that patient has a right total sigma cruciate retaining knee. It was done about 20 years ago. The polyethylene has severe osteolysis and has fragmented into multiple pieces. The patella is also severely worn and fragmented. The femur and tibial tray are well fixed and retained. The tibial insert was changed, and the surgeon wanted to change the patella, but there would not have been enough bone left to implant another one, so the patella was left alone. Doi: 20 years ago. Dor: (B)(6) 2020; right knee.